Event description:
The hub detached from catheter/sheath and the sheath slipped inside the patient's fluid collection. The sheath remains inside the fluid collection due to the patient being too sick at this time to remove the sheath. However, no adverse effects have been reported. No procedures have been done as of yet. They are just watching the patient.

Manufacturer narrative:
One assembled cap/adapter and a product label were returned. The catheter shaft was not returned as it remains in the patient. The cap/adapter were examined and found to be made within specifications. Quality control verifies that the correct fittings are securely attached and that the flare is securely seated in the cap. Without return of the catheter shaft we are unable to determine what may have led to this failure. However, it is possible that the device was exposed to tensile forces beyond it's design which led to separation of the catheter shaft and allowed the catheter to migrate. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of the risk assessment, risk mitigation action is not required at this time.